Manufacturer narrative:
The pod was received in not deployed state with the slide insert not visible in the viewing window. The device completed first and second priming sequences and was deactivated at the end of second prime. During opening process the pod got deployed. Upon opening, it was observed that the hard cannula was bent. Scratch marks were observed on the reservoir, indicating a slight misalignment of the linkage assembly. No evidence of pod deploying into the environment seal was found. The needle mechanism was manually reset into its loaded position using the lock and load fixture. Rotation of the ratchet gear successfully deployed the needle mechanism. The linkage assembly was removed and inspected and no issues were found. Despite the release bar being lifted, the pod was still received in not deployed state. This indicates that the needle deployment mechanism did not function as intended. However, it cannot be conclusively determined what specifically caused the device to fail to deploy as intended.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient, that the needle never deployed the cannula into the skin. The pink slide did not move forward and the cannula was not visible when the pod was removed. Patient's glucose level were 114 mg/dl. The pod was worn less than an hour.